Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report they had a hypoglycemic event on (B)(6) 2015, and their receiver was having intermittent audio output. Patient's husband administered a glucagon shot to her and called 911. The emergency medical technicians (emt) administered b5. Emt stayed with patient until blood glucose levels stabilized. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia. However, a root cause cannot be determined for the reported intermittent audio output or hypoglycemia.